Event description:
It was reported that the patient's pump was explanted due to a "rotor stall." The "rotor stall" occurred on (B)(6) 2012. It was noted that a "rotor study" and a catheter dye study were performed. It was stated that there was no patient injury. The drugs being used in this system were dilaudid, clonidine, and bupivacaine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The infusion history was reviewed and the pulse count of priming boluses programmed by the health care provider on (B)(6) 2012 were significantly low which suggested the rotor study was performed incorrectly. Analysis of the catheter revealed a non-significant indent in the seal on the sc connector which did not affect infusion. The previously reported conclusion code 54 no longer applies to this event.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.